Event description:
It was reported that customer experienced issues with sensor. Customer reports that sensor was giving incorrect information and stopped wearing. Customer reports of being hospitalized due to diabetic ketoacidosis. Customer declined to give hospitalization information. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.